Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The date of onset was 10apr2024 for fungemia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pump exchange. It was additionally communicated on (B)(6) 2024 that the pump exchange was due to an infection, and that the device operated as expected.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section b3: date of event corrected. Section b5: event narrative corrected for clarification. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was previously explanted due to infection on (B)(6) 2023 (MFR : # 2916596-2023-07068) and the infection had not resolved prior to the new pump placement on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was also communicated that the infection from the previous pump exchange did not resolve.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on 03sep2024 that the patient was admitted on (B)(6) 2024 and remained admitted. The patient had recurrent multi-organism bacteremia, presumably from a pump pocket infection. Candida cultures grew from operating room (or) cultures from tissue culture. The infection was treated with unasyn (ampicillin / sulbactam) and caspofungin with a plan to transition to oral therapy of amoxicillin / clavulanic acid twice daily and fluticasone.